Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, system risk analysis (sra), supplier analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The supplier was not notified as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the lot number was not available. The likely assignable cause of this issue cannot be verified. Upon follow-up, the customer confirmed they do not use expired product and always follow the instructions for use (IFU). They also confirmed that all staff are properly trained to the IFU. The issue will continue to be tracked and trended.

Event description:
A state surveyor reported a facility was using cidex® opa solution past the expiration of 75 days after the bottle was opened, and six items cleaned and disinfected in the solution were used on patients. They continued to use the solution because the test strips were passing. There are no serious injuries or infections reported as a result of this issue. The customer was advised to follow the instructions for use (IFU) which states after opening the bottle, the remaining solution in the container may be stored up to 75 days providing the 75 days does not extend past the expiration date on the container. The IFU was sent to the caller. As a matter of policy, advanced sterilization products (asp) has decided to report cases where a customer processes their scopes in cidex® opa solution past the expiration date since asp is not able to guarantee it has been high level disinfected.